Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed ¿invalid data.¿ the r-wave trends were unable to be viewed. The wavelet template had inconsistent annotation displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1388t competitor implantable pacing lead 2002-(B)(6), 694265 implantable tachy lead 2001-(B)(6), (B)(4).